Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device is not switching on. The efficia dfm100 defibrillator, model# (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # (B)(4) and will be reported in the united states under device model # (B)(4). There was no reported patient involvement.